Event description:
Patient was on a servo 900c ventilator. The psv was set at 8/5 and 30%. The alarms went off and the patient's saturation dropped. The patient was bagged while the respiratory therapist changed the modules. That did not work, and another ventilator was obtained. The patient suffered no sequelae. The ventilator was sent to biomedical engineering where it was found that the inspiratory valve was stuck. The valve was replaced.